Event description:
Strike plate did not thread into the designated hole at the top of the arm. Was not able to back out implant and there was a 20 minute delay in the surgery. Implant was finally able to back out under force.

Event description:
Strike plate did not thread into the designated hole at the top of the arm. Was not able to back out implant and there was a 20 minute delay in the surgery. Implant was finally able to back out under force.

Manufacturer narrative:
The evaluation revealed the target device (td) to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The td returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The found damages on the strike plate thread of the td indicates that the strike plate was placed in a wrong ankle into the hole, the first windings of the strike plate and td thread had contact to each other. Then the strike plate was hit, therefore the first winding and surrounded surface of the td thread were overloaded and got deformed. To combine both instruments correctly the strike plate must be screwed completely into the td thread so that both instruments are friction-locked. Furthermore hitting marks around the td thread indicate that the td was hit directly with tools (i.e. Hammer). This is not allowed, therefore the td is marked with the warning ¿do not hit!¿ based on the found deformations and that no issues were found regarding design, material, manufacturing or dimensions the case is attributed to an inadequate usage. No discrepancies were detected during risk analysis review. No non-conformity identified; no actions are in place.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.